Event description:
It was reported that the 8015 failed battery conditioning test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue where the 8015 device failed the battery conditioning test was not identified during the customer call. Customer confirmed that the battery discharge harness and battery pack were already replaced; however, the issue persisted. Based on troubleshooting, technical support recommended replacement of the power supply processor board (pn: tc10013069 ¿ board, power supply processor assembly). If the issue continues after board replacement, the customer is advised to return the unit to the factory for further evaluation and repair services. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.